Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the harmonic ace blade fractured. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not come into contact with any other objects. The instrument blade fell inside of the patient and was removed by the surgeon. There was no fragment left inside the patient.